Event description:
Customer reported to beckman coulter, inc. (Bec) that na (sodium) and ca (calcium) electrolyte channels on the unicel dxc 800 synchron system (dxc 800) were failing calibration, reference noise, span, and back to back. Customer reported there was a clear fluid leak at the electrolyte injection cup (eic) assembly. Customer reported the cup was overflowing into the clear tray, into the white tray and the black tray and also spilled onto floor. Customer reported the fluid that leaked onto the floor was approximately 200 ml. Customer reported the dxc 800 generated erroneous results. Customer reported the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the vacuum tubing was pinched and not draining fluid. The fse rerouted the tubing and resolved the issue.